Event description:
It was reported that the set screws would not thread into the pedicle screws. Patient status is fine.

Manufacturer narrative:
Lot 422860, date of manufacture 8/2008; lot 434820, manufacture date 7/2008